Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) less than 40mg/dl. Reportedly, customer suspected that the pump settings were incorrect. To treat the bg, customer consulted with health care provider and adjusted settings.